Event description:
On (B)(6) 2018, the patient was implanted with two gore® viabahn® endoprostheses (jhjr062502j/17919144 and jhjr071502j/15839503) to treat an occlusion of the left superficial femoral artery. On (B)(6) 2018, the patient presented to the facility with left leg pain. An angiograph reportedly revealed thrombosis of the initially implanted endoprostheses. On the same day, the patient underwent a re-intervention procedure whereby a thrombectomy was performed with a fogarty catheter. The thrombosis was resolved, and the patient tolerated the procedure.